Event description:
Info received indicated when the brakes were activated the brake casters did not hold and the wheels would roll.

Manufacturer narrative:
The hill-rom tech found the casters were worn. He replaced the casters to resolve the issue.